Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. It was determine that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition.